Event description:
A report was received that the patient was suspected to have an infection. Symptom of drainage from both incision sites was noted. The patient was placed on antibiotic.

Manufacturer narrative:
Additional information was received that the patients infection was superficial and the physician confirmed that it was not device or procedure related. The patients wounds were healing and less drainage had been noted. The patient was reportedly doing well.

Event description:
A report was received that the patient was suspected to have an infection. Symptom of drainage from both incision sites was noted. The patient was placed on antibiotic.

Manufacturer narrative:
Additional information was received that the antibiotics that the patient took was not helping. The patient was scheduled for explant, however, the physician did not see any signs and symptoms deeper than the topical infection upon opening up the midline incision and ipg site. The physician opted to keep the device implanted as no malfunction was suspected. The physician treated the incision sites with vancomycin powder and closed it up. Upon follow-up, the infection was clearing up and the incision sites were improving. The patient was reportedly doing well.

Manufacturer narrative:
Model number/ catalog number: sc-8416-70, serial number: (B)(4), batch/ lot number: 7013078, model/ catalog description: artisan MRI paddle lead 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was suspected to have an infection. Symptom of drainage from both incision sites was noted. The patient was placed on antibiotic.